Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels and hospitalization. Customer's blood glucose level was 666 mg/dl. Customer has been off of the insulin pump for over 2 years. Customer's blood glucose went very high, they had a heart attack and they died and came back to life. Customer advised they are scared to use the medtronic insulin pump and are on mdi. Customer declined to speak to the 24 hour helpline.